Event description:
It was reported patient experienced a buzzing sensation on their back following an accident. Investigation was unable to identify which led attributed to the issue. Surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000113020.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.